Event description:
The patient was to have an MRI but was unable to tolerate the procedure. The pump was interrogated. The pump had stalled and recovered every day as far back as the event logs go ((B)(6) 2012). It was unclear if the last stall recovered within 2 hours. The patient was reported to be asymptomatic. The cause of the stalls/recoveries was unknown. It was noted that the patient was in a motorized wheelchair. Device troubleshooting was being considered. The pump delivered hydromorphone.

Manufacturer narrative:
Catheter model # 8709sc lot # n227238009 implanted on: (B)(6) 2009 explanted on: unknown.(B)(4).

Manufacturer narrative:
(B)(4).